Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 01march2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed with a semi-compliant balloon catheter leaving 50% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 3.0x48 synergy xd drug-eluting stent. No patient complications were reported. However, returned device analysis revealed stent damage.